Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. On several occasions in the md office notes the vaginal cuff is noted as having good support. There are no medical records indicating additional surgical treatment in relation to the flat mesh. Based on the information provided and the patient's underlying comorbidities as well as multiple previous abdominal surgeries and persistent chronic pain in which she appears to be evaluated frequently with imaging results revealing no underlying pathology, there is no way to determine if the flat mesh may have contributed to the patients issues after implant. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with vaginal prolapse, cystocele, stress urinary incontinence, mild rectocele and underwent and abdominal laparotomy, an abdominal sacrocolpopexy with implant of a bard/davol flat mesh, burch bladder repair and cystoscopy. The following day the patient was readmitted with complaints of worsening abdominal pain, temperature, dyspnea, cough and urinary incontinence. There was some probable atelectasis. On (B)(6) 2011 - (B)(6) 2013: patient had multiple office visits for complaints of pain, pressure, flare ups of (B)(6), bowel issues and urinary issues. Md notes indicate the vaginal cuff to be well supported and there is no indication of involvement of the davol flat mesh in the issues experienced. On (B)(6) 2013: patient was diagnosed with recurrent rectocele and underwent primary repair of rectocele. There is no mention of the previously placed flat mesh in the op details. On (B)(6) 2013: patient had multiple post op office visits. Patient complained about worsening pain and chills with painful edematous and wet wound located on the left posterior genitalia. Patient was diagnosed with vaginosis infection about two weeks after surgery, patient was no longer having discomfort with bm's and no vaginal bleeding or discharge by her last post op visit.